Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user experienced a persistent pump occlusion alert following a supply change, associated with high blood glucose readings up to 550 mg/dl, which resolved only after another supply change; the device involved was an infusion set (contact detach), and the problem was consistent with an obstruction of flow at the connector/coupler component. Symptoms included sleepiness and lethargy associated with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an obstruction of insulin flow and a deformation problem traced to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was component failure.